Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.30 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after experiencing an extended charge time. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.